Event description:
During right laparoscopic hernia procedure, the lap kittner came off of the lap dissector shaft. When the lap dissector was handed to the surgical tech, he noticed the kittner was missing off the end of the shaft. The kittner was retrieved from the patient's abdominal cavity by the surgeon. There was no harm to the patient.